Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which was successful. Ultimately, the pump was replaced.